Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-may-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that one patient was not showing on the station. The technical support specialist (tss) checked and noted that the patient¿s status had been showing as discharged on the server. The tss advised the user to contact the active directory team to readmit the patient by sending a01 messages, as the server reflected the discharged status. Later the customer confirmed with the user that the issue had been resolved. The system functioned as intended after the technical support specialist verified the issue.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, had one patient not showing on station (cjwcbhupx9). A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.